Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (518 mg/dl) with diabetic ketoacidosis. Customer had attempted to address the issue by delivering a correction bolus via the pump and administer manual injection; however, blood glucose remained elevated. Customer was treated with intravenous fluid, potassium supplements, manual injection and insulin delivery via the pump during hospitalization. Reportedly, the issue was resolved but customer remained hospitalized at time of report. Multiple attempts were made to obtain hospital release date; however, the information was not provided.